Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Subsequent testing could not verify the complaint of the audible alarm not functioning, as the dealer corrected that issue by replacing the power switch prior to the device being returned. The repair evaluation determined that the unit was alarming due to the pilot valve not shifting, which also caused the 4-way valve not to shift.

Event description:
The provider states the alarm wouldn't work.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the alarm wouldn't work.